Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, but it did not meet release criteria so it was fully recaptured and removed from the patient. The physician exchanged the was for another was with only a single curve. A new 35mm closure device was attempted, but was still never released. While attempting to implant the second closure device the patient developed a large pericardial effusion. The physician performed a pericardiocentesis and drained blood from the patient. While the effusion was draining the patient went into cardiac arrest and ultimately the patient died.